Event description:
A hospital representative reported a concern with readings received on their adc pxtra meter used on patients in their unit. They reported specifically that while treating a patient who had been newly diagnosed with diabetes they received (2) adc meter readings of 18.4mmol/l, 18.1mmol/l and compared the readings to a laboratory result of 36mmol/l obtained within ten minutes. When plotted on the parkes error grid the results were out of range showing the difference in values are considered clinically significant. Although the hospital representative reported these readings were obtained on a patient, they confirmed that there was no "incident" or serious injury, mistreatment or delay in treatment associated with the readings issue and the patient received the "regular treatment for a new diagnosed diabetic". No additional information was provided. There was no report of death or permanent impairment associated with this report.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.

Manufacturer narrative:
The facility's meter has been requested back for investigation and a follow-up report will be sent once new information is obtained.